Manufacturer narrative:
Philips analyzed the event log file the log files were checked for system malfunctioning, usage end expected dose. In this case a long procedure was necessary because of the patients diameter and the necessary difficult projections and large source image distance. The philips service engineer performed level 1 image quality tests which passed, providing evidence the system was working within specification. Conclusion of the analysis: there was no system mal function, additional radiation was necessary due to the patients diameter and necessary large source image distance and projection. (B)(4).

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that a patient was treated for an acute coronary syndrome and received 3,3 gy radiation. The day after the incident the patient did not have any visible injury on the skin. The patient will be monitored by the hospital.